Manufacturer narrative:
The philips remote service engineer (rse) logged into the customer's primary server and rebooted the central station. Once the central station was rebooted, the alarm started working as expected. The issue was resolved by rebooting the central station. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that alarms are intermittently not heard. The device was in use on a patient at the time of the event. There was no adverse event reported.